Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. It was observed that the catheter had a break in the shaft was found at 75 cm from the hub. The braid was exposed from 75 cm from the hub till 89 cm from the hub. Coating confirmation test revealed the presence of coating and coating damage was evident along the coated length. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the catheter would not come out of the protective loop. A 180cm renegade hi-flo fathom system was selected to be advanced to the target lesion. During the procedure outside of the patient, it was noted that the device would not come out of the protective loop upon removal. The procedure was completed with another of the same device. There were no patient complications reported. However product analysis revealed a break in the shaft.